Event description:
It was reported that a patient's generator was replaced a few months prior to the report and all settings were transferred, as well as autostimulation parameters. The patient was in the office for a check up and their seizures had increased. The patient's autostimulation was found to be off. After the surgery, it was reported that the tablet "fell out" and there was no more power in the tablet. The interrogation from the day of surgery was checked again and the autostim was reported to be showing to be on, with the previous week showing it to be off. Programming history from the day of surgery showed that the device's autostimualtion seizure detection (tachycardia detection) was programmed off, and therefore autostimulation was programmed off. No additional relevant information has been received to date.

Event description:
Information was received that the representative spoke to the neurosurgeon and she indicated that the tablet was almost without power and kept dropping out during the surgery with the patient and that this may have caused the parameters to be set incorrectly. It was stated that the case is closed for the neurosurgeon. No additional relevant information has been received to date.